Event description:
It was reported that the when implanting a peek implant during a spinal procedure, the implant broke into multiple pieces. All broken pieces were removed from the patient. Another implant was used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.